Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Bezoar, intestinal ulcer and pancreatitis are known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient was in (B)(6) visiting son on (B)(6) 2020 when the j tube was unable to be flushed and the patient became more uncomfortable with abdominal distension. Patient went to the emergency room on (B)(6) 2020 where bloodwork revealed pancreatitis. A cat scan and x-ray showed the intestinal tube had coiled up and knotted in the small intestine. On (B)(6) 2020 the surgeon removed the tubing and it was noted there was a food blockage at the end of the intestinal tube as well as ulcers near the intestinal tube. The surgeon placed another tube in the stoma, to keep it open until they were able to return home. The patient received unknown intravenous fluids while hospitalized and was discharged on (B)(6) 2020. Patient will discontinue duopa therapy.